Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the x-ray report taken one day post implant showed that the right ventricular (rv) lead had dislodged. It was noted that the lead was in the rv outflow tract. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.